Manufacturer narrative:
The account will replace the cable. Repairs have not been completed.

Event description:
The account alleged the bed is alarming a service code 10-019. He changed the left ucm cable and the problem returned. He now has service codes 10-19 and 10-70. The account found the sidecom cable was cut which caused the service codes and wiring was showing.